Event description:
It was reported by the customer that this event involved a femoral insertion site on (B)(6)2010. During the removal of the spring wire guide (swg), the wire remained stuck at the end of the catheter and unraveled. The physician had withdrawn the entire swg and the catheter simultaneously. There were no reported patient complications. Additional information received by arrow (B)(4) on 2/9/2010 stated that on (B)(6)2010 the catheter was implanted via the jugular vein in the intensive care unit. Reference MDR #1036844-2010-00046 for the second event involving same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.